Event description:
It was reported that t:slim x2 pump battery would not charge.. There was no reported impact to the customer¿s blood glucose level. Technical support sent replacement tandem charging cable and wall adapter by two-day shipping, and after customer received and used new charging supplies, pump began charging and no further assistance was required.